Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 6. Details of surgery: ridge augmentation. On (B)(6) 2025, the implant was removed upon clinician¿s decision. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.